Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown sheath and the catalog and lot numbers are not available. Carlo, m. D., borelli, g., gistri, r., ciabatti, n., mazzoni, a., arena, m., & petronio, a. S. (2009). Effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes. Catheterization and cardiovascular interventions, 74 (3), 408-415. Doi:10.1002/ccd.22008. As noted in the publication by de carlo et al., "effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes," catheterization and cardiovascular interventions 74: 408¿415 (2009); report 3 cases of pseudoaneurysm in the femoral group after a transfemoral approach was performed with traditional technique using an 11-cm long 6f cordis sheath. The sheath was removed as soon as possible after the procedure, when the activated clotting time was < 200 seconds. Manual compression was performed for at least fifteen minutes, followed by tight bandaging of the groin for six to ten hours. No closure devices were used. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Without the return of the devices for analysis or procedural films, the reported customer event ¿pseudoaneurysm¿ could not be confirmed and the exact root cause could not be determined. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery (a "hematoma"). This hematoma develops a wall around it and the hematoma liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm, like any aneurysm, can rupture and cause bleeding or loss of limb. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery. Sometimes, a tear can occur on the inside layer of the vessel resulting in blood filling in between the layers of the blood vessel wall creating a pseudoaneurysm. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures performed via the femoral artery. Although a conclusive root cause could not be conclusively determined, a probable root cause may be attributed to stick technique, anticoagulation, blood pressure and/or adequate device removal technique. Based on the limited information available for review, there is no indication that the event is related to the devices design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As noted in the publication by de carlo et al., "effectiveness of the transradial approach to reduce bleedings in patients undergoing urgent coronary angioplasty with gpiib/iiia inhibitors for acute coronary syndromes," catheterization and cardiovascular interventions 74: 408¿415 (2009); report 3 cases of pseudoaneurysm in the femoral group after a transfemoral approach (tfa) was performed with traditional technique using an 11-cm long 6f cordis sheath. The standard procedure for the tfa in this study was for the sheath to be removed as soon as possible after the procedure, when the activated clotting time was < 200 seconds. Manual compression was performed for at least fifteen minutes, followed by tight bandaging of the groin for six to ten hours. No closure devices were used.